Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture and tip detachment occurred. The lesion characteristics are unknown and was located in the moderately tortuous femoral artery. Upon the first inflation of the sterling over-the-wire balloon, a rupture occurred. The inflation duration and atms are unknown. While removing the device the tip of the balloon catheter was torn and remained inside the patient. The physician was able to remove the tip by using a snare. There were no further complications or injuries reported. The patient status is listed as 'good'. It was further reported that the lesion was 100% stenosed and the vessel was not calcified. There was no resistance noted during advancement. The balloon was inflated for 15 seconds. After exchanging the unspecified 4 fr sheath to a 7fr sheath, the tip was able to be retrieved with an 8mm gooseneck snare. There were no patient complications reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and tip detachment occurred. The lesion characteristics are unk and was located in the moderately tortuous femoral artery. Upon the first inflation of the sterling over-the-wire balloon a rupture occurred. The inflation duration and atms are unk. While removing the device the tip of the balloon catheter was torn and remained inside the pt. The physician was able to remove the tip by using a snare. There were no further complications or injuries reported. The pt's status is listed as 'good'.

Manufacturer narrative:
Device returned to manufacturer. Device evaluated by manufacturer: the as received condition of the device is consistent with the reported event, however; it was not possible to determine if the balloon burst prior to separation, as reported. The appearance of the balloon fracture surfaces and the shaft damage and separation sites are consistent with fracture due to tensile overload. The device was returned in two pieces. Investigation of the returned device confirmed that there was a complete circumferential balloon tear. The distal end of the inner, including the tip and the distal portion of the balloon was detached/separated from the catheter at the tack weld. The balloon appeared to be intact and attached to the two sections. The inner appeared stretched. The tack weld length was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.